Event description:
Report 1 of 2: it was reported that while using bd vacutainer® sst¿, the gel in (36) tubes did not form a solid band to separate the serum from the red cells resulting in abnormal chemistry results(cmp/bmp/renal/liver). There was no health impact or consequences reported.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). G.4. There were multiple 510k numbers reported to be involved. The information is as follows: PMA / 510(k)#: k230855. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.